Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided, email address unknown / not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that the patient suffered nerve damage during the implant placement. Another implant was placed in the same procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified significant signs of debris about the threads, collar, and cover screw. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 29 and was removed the same day as placement. The event could not be recreated due to the nature of the event (medical condition). The customer has not provided additional pictures or x-ray images of the implant site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient suffered nerve damage during placement of the implant. Another implant was placed in the same procedure. The reported complaint could not be verified with the information provided and following evaluation of the returned product. A definitive root cause for this complaint could not be determined.